Event description:
It was reported that ¿the balloon seemed to be ruptured when the catheter was inserted to the contamination shield before use.¿ there were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. An arrow contamination shield was seated to the catheter through 85cm to 100cm. No introducer was returned. The contamination shield was removed for evaluation. As received, the balloon was found torn off and the torn segment was not returned. Bonding marks were visible from both bonding sites. After removing the contamination shield, no visible damage to the catheter body was observed and no balloon fragments were found in the contamination shield. All through lumens were patent without any leakage or occlusion. No visible damage to the returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. A torn balloon was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Review of the available information suggests that device handling likely caused the failure reported.